Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, high pressure message was displayed on the cadd infusion pump. It was also reported that the alarm endured until cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: 11 units of cadd cassette reservoirs were returned to investigate the reported event of high pressure alarm. The units were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No obstructions nor occlusion were detected in any of the cassette received. A functional test was also performed to look for unusual functions, but the reported issue could not be replicated. Root cause could not be determined since the complaint was not confirmed due to the fact the samples were tested and the alarm was not activated. No further actions were taken. Please note that this is the 1st follow up, and not the 2nd as indicated. There was difficulties passing the file as a first follow up.

Manufacturer narrative:
Other, other text: 11 units of cadd cassette reservoirs were returned to investigate the reported event of causing pumps to alarm. The units were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No obstructions nor occlusion were detected in any of the cassette received. A functional test was also performed to look for unusual functions, but the reported issue could not be replicated. Root cause could not be determined since the complaint was not confirmed due to the fact the samples were tested and the alarm was not activated. No further actions were taken.